Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. Customer's blood glucose value was 42 mg/dl at the time of low blood glucose event. Customer's blood glucose was 217 mg/dl at the time of high blood glucose event. The customer was treated with orange juice for low blood glucose and with insulin pump for high blood glucose. It was not confirmed whether the auto mode feature was not active at time of low blood glucose event. No further complications were reported. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.